Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the fabius gs was unable to ventilate patient during use and manual ventilation was used to complete the case. There was no injury reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The local service organization has replaced the power supply set of the anesthesia workstation. It was verified by testing that this has put back the device into fully operable condition; the device is back in use w/o exhibiting further problems. The log file was evaluated by the manufacturer. It could be revealed that the reported observation of device shut down was related to battery running empty after a failure of the power supply. In case of mains supply outage or - like occurred in this particular case, malfunction of the power supply, the device would continue operation on battery. With a fully charged battery this would ensure patient support for at least 45 minutes; room enough for finishing short surgeries or for the proceeding of a controlled replacement manoeuver of the workstation. The residual capacity of the battery is being displayed continuously, dedicated alarms will be posted if it underruns 20% or 10%, respectively. Manual ventilation would nevertheless be possible, even in switch-off state. Dräger finally concludes that adequate risk mitigation measures are in place to alert the user about the functional state of the device. The hospital's biomed has admitted that the staff was ignoring the battery messages during the case.